Event description:
It was reported that during follow up, increased threshold, decreased sensing and decreased impedance were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.